Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient was revised on hip due to pain and high cobalt chrome numbers. Implants were all secure. Doctor removed femoral head and liner. Liner was also replaced and the one screw was removed.

Manufacturer narrative:
An event regarding pain and elevated metal ion levels involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as none of the devices were returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause of the reported abnormal cobalt levels determined due to the minimal information received. Additional information, including operative reports, patient history, progress notes and additional x-rays are needed to further investigate this event. If further information becomes available this investigation will be reopened.

Event description:
Patient was revised on hip due to pain and high cobalt chrome numbers. Implants were all secure. Doctor removed femoral head and liner. Liner was also replaced and the one screw was removed.